Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the backlight was not very bright at all. Customer verified that the battery if full. No damage to the insulin pump. Customer had treated the low blood glucose with food. Customer declined to troubleshoot for the low blood glucose. Nothing further reported.